Manufacturer narrative:
An event of residual regurgitation was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article identifying tailor flexible band and seguin semi-rigid ring that may be related to lower durability of mitral repair post-implant if residual mr was more than mild at hospital discharge. Specific patient information is documented as unknown. Details are listed in the attached article, titled "optimal versus suboptimal mitral valve repair: late results in a matched cohort study". It was reported in the article that from 2006 to 2013, a total of 2,158 patients underwent mitral repair for degenerative mitral regurgitation (mr). Of these people, a total of 141 patients were involved in the study with 50 patients in the study group and 91 patients in the control group. The tailor flexible band or a competitor's ring was preferred in 42 (84%) of the patients in the study group and the rest of the patients received a seguin complete semi-rigid ring. No in-hospital deaths were reported. The postoperative course was reported as uneventful. There were no cases of perioperative myocardial infarction, neurological complications, acute renal failure, respiratory failure requiring tracheostomy or need of pacemaker implantation. It was reported that 1 patient in the control group required follow up repair.